Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012 after 7 days of use, the sensor wire appeared shorter than normal. Insertion site was slightly inflamed, red, and itchy. There was no sign of any portion of the wire at insertion site. During a follow-up call to the patient the next day, she reported that she is in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.